Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an infusion of smof lipids were causing the pump to alarm for occlusion and leaked. The rn flushed IV at site with no issues however the pump still displayed occlusion. The tubing was changed with no further issues. There was no patient harm.

Event description:
The customer reported that an infusion of smof lipids were causing the pump to alarm for occlusion and leaked. The rn flushed IV at site with no issues however the pump still displayed occlusion. The tubing was changed with no further issues. The event occurred in the nicu. There was no patient harm.

Manufacturer narrative:
Patient is an infant. The customer¿s report of an infusion of smof lipids were causing the pump to alarm for occlusion was confirmed. During visual inspection white liquid (somf lipids) was observed in the set¿s 1.2 micron filter. Functional testing was performed on the as-received suspect extension set by attaching the set¿s proximal female luer to the distal male luer of a lab primary set and then attaching the lab primary set¿s drip chamber spike to an lab IV bag filled with a lab simulated lipid solution (20% fat emulation). The lab primary set was loaded into a lab pump module device with the primary infusion programmed at a rate of 3ml/hr and vtbi 3ml for one hour. An occlusion alarm was noted by the device during infusion. No leaking was observed on the suspect set. Functional testing was continued by filling a lab IV bag with blue-dyed water and attaching the returned used suspect extension set with attached lab primary set allowing fluid to flow through the sets via gravity. It was observed that the tubing would not prime on the extension set. The extension set was soaked in warm water for ten minutes and then the white liquid (somf lipids) was flushed out of the set. The lab IV bag with blue-dyed water was reattached to the lab primary set allowing fluid to flow through the sets via gravity. It was observed that the water flowed freely and primed the sets completely. No leaking was observed on the suspect set. Pressure testing showed no anomalies. The root cause of the occlusion alarms has been determined by previous failure investigations to be due to filters likely becoming occluded over time (and repeated use) due to the build-up of the infusion particulates. The filter may accumulate particulates at a quicker rate especially if the liquid was being infused at a higher infusion rate.